Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technicians stated issues of ¿tamper seal ¿ lifted and missing¿ were confirmed. Four pcus were received in bd san diego operation¿s lab on (B)(6) 2025. They were received unboxed along with the paperwork. Failure investigation report will be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing temper seal. There was no patient involvement.